Event description:
It was reported that there was a slow impedance increase and high impedance on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The returned full lead in segments was thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find an explanation for the high impedance described in the event. There were no anomalies observed on the full lead in segments. All electrical and visual analysis testing was within specified parameters. An in-vivo insulation breach or conductor fracture was not observed during analysis. The lead was returned with non-severe explant damage. Rv pace impedance steady at approximately 800 ohms through (B)(6) 2013, then gradually rise up to 1700 ohms by week of (B)(6) 2014 when impedance began to vary with measurements greater than 4000 ohms. Two out of range subthreshold lead impedance alerts in (B)(6) 2014.